Manufacturer narrative:
On 6/17/2020, during an internal review of this file it was identified that the following information was inadvertently omitted from the 3500a supplemental MDR (follow up # 1) that was submitted to FDA on 5/27/2020: "on 4/29/2020, biosense webster inc. Received additional information about the patient and event. It was reported that the patient was a male weighing 70kg. Patient¿s condition improved. The physician did not provide a causality opinion as the cause of the adverse event was unknown.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. On 4/29/2020, it was noticed that information about the complaint device being discarded was available and inadvertently omitted in the 3500a initial medwatch report. As such the following corrections are being processed in the respected fields: a3. Updated with male. A4. Updated with 70 kgs. H6. Analysis of production records added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. No issues were experienced throughout the procedure. Post-procedure when the patient was moved to the ward, cardiac tamponade was confirmed. The patient was carried into the hybrid room and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. There¿s no indication that extended hospitalization was required as a result of the adverse event. Patient¿s outcome and physician causality opinion are unknown. No bwi product malfunctions were reported. No further details are available. Multiple attempts were made to obtain clarification regarding this event without response. Should more information become available in the future, it will be reviewed and processed accordingly.